Event description:
It was reported that an ilet connect connector housing was found broken during patient use when the patient noticed the damage after removing a cell phone from a pocket; the device continued to deliver insulin and blood glucose values remained in range. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed physical damage to the connector housing with continued device function. It was concluded that the event was related to damage from use, and the patient was instructed to replace the ilet connect, insulin cartridge, and tubing together, with infusion site change as needed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.